Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jug-celect-perm investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect filter implanted on (B)(6) 2009 at renown regional medical center - reno, nevada by implanting physician [fa]" patient outcome: it is alleged that "[pt] were injured without further explanation" hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "(pt) had a cook celect filter implanted on (B)(6) 2009 at (B)(6) by implanting physician (B)(6)". Patient outcome: it is alleged that "(pt) were injured without further explanation". Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: malfunction to serious injury corrected weight from (B)(6) lbs to (B)(6) lbs. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 05/20/2016 as follows: plaintiff allegedly received an implant on (B)(6)2009 via the right internal jugular vein due to saddle pe. Plaintiff is alleging fracture, migration, thrombosis, device unable to be retrieved, shortness of breath, pain, anxiety, insomnia, depression, reduced mobility.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jug-celect-perm. Investigation is still in progress. Event date: unknown as information was not provided. Catalog#: igtcfs-65-jug-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect filter implanted on (B)(6) 2009 at (B)(6)." New additional information was provided: alleged migration, fracture, device is unable to be retrieved, shortness of breath, pain. Pt presented to (B)(6) with lower chest pain and shortness of breath on or around (B)(6) 2009. CT scan demonstrated saddle pe involving the right-left main pulmonary artery as well as lobar and segmental pulmonary artery branches in both lungs. Already on heparin therapy, concern for reembolization, therefore filter was successfully placed below the bilateral renal vein on (B)(6) 2009. Approximately 3 years later, in 2012 - 2013 pt first experienced "severe pain in chest, through his back, chronic pain, shortness of breath , extreme difficulty standing and walking, bloating in stomach area, discoloration" which he attributes to "being told filter was fractured". First presented to hospital in fall 2014 after experiencing severe pain in chest. Patient outcome: new additional information was provided: pt continues to experience "shortness of breath, chronic, constant pain in upper abdomen and middle of back, unable to stand and/or walk without discomfort, discoloration in abdomen including bulging veins, difficulty sleeping".

Manufacturer narrative:
(B)(4). Summary of investigational findings: imaging is not provided and medical records are unknown. Therefore, it is not possible to comment on the "severe pain in chest, through [his] back, chronic pain, shortness of breath, extreme difficulty standing and walking, bloating in stomach area, discoloration" which patient allegedly attributes to "being told filter was fractured" approx. 3 years after filter implant. Also, it is not possible to comment on "alleged migration, fracture, device is unable to be retrieved, shortness of breath, pain." As to migration under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. IFU, contraindications: megacava (diameter of the ivc > 30mm). Fracture of the wire it is a known risk in relation to an implanted filter and reported in the published scientific literature. Filter retrieval it is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect filter implanted on (B)(6) 2009 at (B)(6)". New additional information was provided: alleged migration, fracture, device is unable to be retrieved, shortness of breath, pain. Pt presented to (B)(6) with lower chest pain and shortness of breath on or around (B)(6) 2009. CT scan demonstrated saddle pe involving the right-left main pulmonary artery as well as lobar and segmental pulmonary artery branches in both lungs. Already on heparin therapy, concern for reembolization, therefore filter was successfully placed below the bilateral renal vein on (B)(6) 2009. Approximately 3 years later, in 2012 - 2013 pt first experienced "severe pain in chest, through his back, chronic pain, shortness of breath , extreme difficulty standing and walking, bloating in stomach area, discoloration" which he attributes to "being told filter was fractured". First presented to hospital in (B)(6) 2014 after experiencing severe pain in chest. Patient outcome: new additional information was provided: pt continues to experience "shortness of breath, chronic, constant pain in upper abdomen and middle of back, unable to stand and/or walk without discomfort, discoloration in abdomen including bulging veins, difficulty sleeping".

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, fracture, migration, thrombosis, diff. Retrieve, shortness of breath, pain, anxiety'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported shortness of breath, pain, anxiety, thrombosis, insomnia and depression is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. (B)(4).